Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 425 mg/dl. Customer stated that he had been getting no delivery alarms for the past couple months and they were getting worse. Customer stated that insulin exited the tubing and that insulin pump was working as designed. The insulin pump will not be returned for analysis.